Manufacturer narrative:
This medwatch is reporting motor (B)(4). Primary console (B)(4) is reported under medwatch MFR report # 2916596-2019-00945, primary console (B)(4) is reported under medwatch MFR report # 2916596-2019-00946, and motor (B)(4) is reported under medwatch MFR report # 2916596-2019-00949. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on extracorporeal membrane oxygenation (ECMO) support. It was reported that during patient transport between (B)(6) hospital to (B)(6) hospital, the primary console ((B)(4)) alarmed and displayed "----" for the flow reading. The flow probe was repositioned with no success. The primary console was exchanged to the backup console ((B)(4)). After approximately 10 minutes, the flow displayed ¿----¿. Despite repositioning the flow probe and switching the console off and on, the fault would not resolve. The healthcare professional relied on oxygen saturation levels, pressures, etc. As indicators of adequate flow, and the rest of the transport was uneventful from this respect. It was reported that when the flow probes, etc. Were being adjusted, the healthcare professional could feel an electrical tingling sensation when in contact with the cart and some of its components. On arrival at the hospital, the crew disconnected the trolley from the ambulance dc supply and moved the patient directly to the CT scanner. It was reported that the healthcare professional did not notice any action which could lead to cable damage. A flow probe from (B)(6) hospital was connected, but this still failed to register a flow so it was assumed that the fault was in the console. The patient was transferred to (B)(6) ECMO device, which immediately displayed the expected flow of approximately 4 l/min. No additional information was provided.

Manufacturer narrative:
Additional information. Manufacturer investigation conclusion: the centrimag motor was returned to the service depot for analysis. The returned centrimag motor was evaluated and tested under work order #53606138. The service depot was unable to confirm or duplicate the reported event of blank flow. The motor was tested for an extended period with the associated 2nd gen console, flow probe. The motor ran smoothly at all speeds with no flow reading. No dashes were seen in the lpm reading either. A full functional checkout was performed. The motor cable was inspected for any discrepancies that might trigger any issues per field action ¿fa-q318-mcs-1¿, and no issues were found with the motor cable. The unit passed all tests. The root cause for the blank flow was not conclusively determined through this analysis.